Event description:
Patient reported having left side moderate breast pain. Device was explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 23jan2013. A review of the device history record has been completed. No deviations or non-conformances noted. The event of pain is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain.